Event description:
It was reported that the patient experienced pain in the chest and neck with vns, and the patient is referred for explant. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.010 volts, and the memory locations on the generator indicated that 14.351% of the battery had been consumed. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis was completed on the returned lead. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead potions.

Event description:
The explanted generator and lead were received but product analysis has not been completed to date.

Event description:
The patient's generator and lead were explanted. The explanted suspect device has not been received to date. No further relevant information has been received to date.